Event description:
A report was received from health canada's canada vigilance program which states, "alaris syringe pump model 8110 would not recognize a 3 cc syringe when administering antibiotics." There was patient involvement, but no harm. Bd has learned additional information. It was reported by the hospital's clinical engineer that "the root cause of this issue was due to bd¿s incorrect calibration procedure during the bd v12 software remediation. Both devices had been properly re-calibrated and validated to ensure proper recognition of 3 ml syringes before being returned to service." Although requested, additional information was not provided, and no product was returned.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.